Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing resulted in pacing inhibition and discomfort symptoms to the patient. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.